Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access set had a no flow issue. After disconnecting and reconnecting, the secondary set flow would resume. The customer recently converted to baxter products. There was no patient involvement. No additional information is available.